Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30466885l number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient with history of persistent atrial fibrillation atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure, the doctor did an ultrasound and found pericardial effusion. A pericardiocentesis was performed and a drain was placed. After being drained, the patient was discharged from the operating room with a pericardial drain. Physician states the cause of the adverse event is related to the patient¿s condition. It is a pericardium at the end of the procedure. Catheter dysfunction is not questioned by the doctor. The patient required extended hospitalization for management of the pericardial effusion. On follow up it was reported that the patient fully recovered. The transseptal puncture was performed with an abbott brk1. The force visualization features used included graph, dashboard, vector and visitag. No additional filters were used with the visitag module. Visitag module was used, the parameters for stability were (range 4mm, time 3sec, force over time (fot) 5grams, tag size: 2). Additional color options used were force time intervel (fti). No error messages were observed throughout the case.